Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage in the cable unit, water tightness is lost and there is corrosion on coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water tightness is lost due to poor damage of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head presented a green image and it would not white balance. The issue was found during a therapeutic total laparoscopic hysterectomy procedure that was completed with an olympus back up device. There were no reports of patient harm.